Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination on plunger head assembly. Force sensor test found in pump event history log. During the functional testing the force sensor test error was duplicated during the power up process. Fluid contamination found inside plunger head assembly. This root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced multiple components inside the plunger head assembly including plunger cases. Performed calibration on the pump and passed

Event description:
It was reported that the pump exhibited a plunger system failure. No patient injury was reported.